Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Block a: no patient information received to date after calls to customer(B)(6) 2024. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The patient was ventilated manually. There was no patient injury.